Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 195 mg/dl. The customer reverted to an alternate method in insulin therapy.